Manufacturer narrative:
The unit alarmed a compromised force sensor system during the basic occlusion test due to a protruded/loose drive support disk. Analysis was unable to perform the prime/compromised force sensor system test due to a loose drive support disk. The unit had a minor scratched display window, a cracked case at the display window corner, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was squirting out during manual prime. The customer's blood glucose level was 216 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product back for analysis.